Event description:
The patient is reportedly experiencing pain at the implant site since approximately (B) (6) 2008. At one point, the antibiotics treatment resolved the pain. However, the patient has discontinued use of the device, due to reports of pain and noise issues with the device. A site visit to evaluate the patient's device was interrupted by the patient's discomfort. The surgeon indicated that since capacitor testing could not be completed due to pain, reimplantation will not necessarily resolve the noise issues. However, the surgeon supports device revision. Surgery to explant the patient's device will be scheduled.